Event description:
The following has been reported: biomed reported: " red alarm. No patient harm reported.". A preliminary review identified the following issue: mechanical hardware failure (air compressor). Active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
Device returned for air compressor failure. Device was attached to a bracket and powered on. A yellow pump problem alarm occurred after the device powered on. Log files were reviewed and electrical hardware failures were present. The middle pogo pin for the power entry board shows signs of wear and the gold coating has worn away. The device was opened to inspect for internal damage and perform electrical conductivity testing. Electrical conductivity testing found that the voltage measured at the power entry board was lower than the expected 18v. Four of the screw mounts for the main pcba on the front housing are damaged and the board is loose. In addition to the battery failures found in the log files, the cycle counts for the batteries are higher than 140 cycles and will need to be changed. The battery hours will be reset on the device after the batteries have been replaced. Testing was also performed on the pneumatic system. The system passed without failure.complaint not confirmed.